Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke with the target occlusion being ¿a quite solid and long thrombus¿ from the internal carotid artery (ica) to the distal m1 (m1d) segment of the middle cerebral artery (mca), a 6.5mm x 45mm embotrap iii revascularization device (et309645 / 23b154av) was deployed at the origin of the m2 as usual; an embovac large bore catheter (ic71132ca / 31041010) was then inserted to attempt for clot retrieval. It was reported that the embotrap iii device became stuck and would not move at all. The physician tried to push and pull it, but the embotrap would not move. The embovac could not insert close to it, and during the attempt to resheath, the microcatheter a phenom¿ microcatheter (medtronic) could not insert into the embotrap either. After adjusting the position of the guiding catheter, the microcatheter got close to it and eventually was able to retrieve the embotrap iii. Recanalization could not be achieved. After the embotrap iii device was retrieved from the patient¿s anatomy, the stent component was separated from the shaft when it was slightly touched. The embovac was stretched and the surface was scratched at 10cm from the catheter tip. Continuous flush was maintained during the procedure. There was no report of any negative patient impact. On 27-jul-2023, limited additional information was received. Per the additional information, the reported issue with the embotrap iii device becoming stuck was encountered on the first pass. On 21-aug-2023, additional information was received. The information indicated that there was a severe bent from the internal carotid artery (ica) to the middle cerebral artery (mca). The embotrap iii device made only one (1) pass. The physician did not apply extra force more than necessary to the device against resistance. The information indicated that there was no additional interventions. There was no device-related events to the patient; the patient¿s condition is reported to be unknown. The thrombus was not completely removed. The information indicated that the procedure was completed without additional measures. There was no issues with the advancement of the embovac device, but during withdrawal, there was resistance felt around the m1. Care was taken not to apply excessive force to the device during the procedure. The embovac was not replaced. The information indicated that there was delay after the embotrap iii device was stuck, however, the duration of the delay and the any possible clinical impacts are not known. The complaint device was returned for evaluation and analysis. The product investigation completed on 07-sep-2023. Based on the completed product investigation, this event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile embovac large bore catheter was received contained in the decontamination pouch. Visual inspection was performed. Three (3) compressed areas were noted along the entire length of the catheter; the first 3.5cm, the second at 7 cm, and the third at 64 cm. The braded mesh of the second compressed area was noted to be slightly stretched. There were four (4) kinked areas were observed on the shaft of the catheter; the first is at 16.5cm, the second is at 17cm, the third kink is at 83.5cm, and the fourth area where a kink was observed is at 126.5cm. All measurements were taken from the distal end of the device. The inner diameter (ID) and outer diameter (od) of the catheter were measured and confirmed to be within specifications. Further inspection was performed under a microscope. Under magnification, it was observed that as a result of the stretching, the coating was observed to have a torn / frayed appearance. The embovac catheter was flushed to check for leaks. Water was observed leaking from a hole which was a result of the severely stretched condition observed. A review of manufacturing documentation associated with this lot (31041010) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issue documented in the complaint was confirmed. The multiple damages observe on the device may be the result of the difficulties experienced during the device maneuvering, which resulted in the kinked condition reported in the complaint. According to risk documentation, a damaged catheter could be an issue that occurs due to an unproperly tighten rotating hemostasis valve (rhv). There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00083. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.